Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported they had their catheter replaced on 2018-(B)(6). The patient reported they weren't getting medicine to their spine. The patient reported their hcp stated they did not find anything wrong with the system after replacing it. The patient reported going through withdrawal a month prior to having the replacement since their hcp had to turn the pump way down. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported from april through august of 2018, the patient complained to their hcp the their pain was not well controlled. On (B)(6) 2018, the patient's hcp performed a sideport study out of concern the their first catheter was kinked or blocked. The sideport study confirmed that no cerebrospinal fluid was able to be aspirated through the catheter, suggesting the catheter was kinked or blocked. On (B)(6) 2018, the patient's catheter was explanted and new catheter was implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (1500 mcg/ml at 72 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient stated their system quit providing pain relief. The doctor attempted a catheter access port study but could not aspirate. The entire catheter was replaced. There were no known environmental, external or patient factors which may have led or contributed to the issue. It was noted that no kinks were seen during the replacement and nothing obvious "showing obstruction to catheter." There was "great csf flow" during the replacement at each step of the process. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was asked but would not be made available (legal/confidential reason). No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-aug-27. It was reported that the cause of the inability to aspirate the catheter was unknown. The catheter would not be returned as the physician did not feel it was necessary to send in the catheter for analysis. No further complications were reported.